Manufacturer narrative:
Date of event reported as (B)(6) 2013. (B)(6). The device was returned for evaluation. The device presented with binding of the inner blade upon removal. Tir measurements were observed to be .126 with the outer blade, which indicates a severe bend in the tube. Device one certainly experienced excessive lateral load, leading to shedding. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause was determined to be user error. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the blades got stuck and small pieces of metal broke off from the blade. The surgeon removed the shedding with suction. A ten minute delay and no patient injury were noted.